Manufacturer narrative:
The lens was explanted intraoperatively. B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.7 mm vticmo13.7 implantable collamer lens, -15.0/+1.5/172 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed on (B)(6) 2017. It is unknown whether the lens was explanted intra-operatively or in a 2nd surgery.